Event description:
It was reported that the user experienced repeated alert 38 indicating a motor stall after changing supplies and disclosed connecting the cartridge and connector outside of the device before installation. Symptoms included no reported changes in blood glucose. Outcomes included successful restart, a dry run without alerts, a guided correct supply change, and resumption of insulin delivery using a 6 mm/23 in cannula, with blood glucose unaffected. Investigation included remote troubleshooting and user education on the proper supply change process. Investigation of this case revealed that incorrect handling during the supply change caused consecutive motor stalls and alerts, which resolved after correct procedure was followed. It was concluded, based on previously established findings for similar reports, that user technique during setup was the most probable cause.

Manufacturer narrative:
Initial.